Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as: 2134265-2011-05679. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and underwent intervention. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 60% stenosed, 4.0mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.5x28mm study stent. Residual stenosis was 0% . Following placement of the study stent in the lad, the stent struts appeared to be fully apposed to the wall of the vessel but there was slight filling defect in the midportion of the stent. Due to this appearance in the midportion of the stent, a 4.0x8mm quantum maverick balloon was advanced to the area of indentation in the stent and inflated. The patient was discharged 1 day post procedure on aspirin and clopidogrel. In (B)(6) 2011, the patient experienced angina and underwent intervention. The lad showed 60% stenosis with ruptured plaque proximal to a widely patent stent. The patient was treated with placement of a 4.0x12mm ion drug eluting stent overlapping the previous stent in the lad with excellent angiographic results. The event was considered resolved 1 day later without residual effects.